Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 1003 for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was consulted and discussed the mechanism behind fault code. A disk analysis was performed which confirmed the fault code and that therapy delivery remains unaffected. Further, disk analysis found that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The recommendation was to explant the device. Subsequently the patient was scheduled for a device change out. Additional information indicated that the device was explanted for premature battery depletion. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.